Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Pt presented with pelvic pain within days of essure placement. C-sections and mesh, pt was referred for removal. Devices were removed laparoscopically. After removal, the pt's symptoms resolved.